Event description:
The customer reported the system experienced intermittently functionality and required intermittent rebooting to attempt to regain usability. There was no pt injury or death reported.

Manufacturer narrative:
The customer canceled the service call.